Event description:
It was reported that the patients ipg was not holding a charge and it is quickly depleting. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be return as it was discarded at the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.